Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level was 507 mg/dl. Customer was using the insulin pump system within 48 hours of reported incident. Customer had experienced dizziness. Auto mode feature was active at the time of high blood glucose incident. Insulin pump had difference in sensor glucose and blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.